Manufacturer narrative:
H6; code: excessive dried body fluids in cartridge assembly. Facility experienced an event with your endopath endoscopic multifeed stapler while performing a lap hernia repair. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972504. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates a)no bcd)yes, nose shroud cracked/broken abcd)no, staples in nose abc)no b)formed, staples in track abcd)yes, trigger engaged with precock abcd)yes. Functional tests & results: cylced instrument a)no bcd)yes. Analysis conclusion: abcd) it was concluded that the; a) left side of the roating head housing had broken off during surgery and was not returned, making the inst. Non functional. No conclusion could be reached how this damage may have occurred. B)incident during surgery may have been due to a dry fire where the staple was removed from the nose and the inst. Then fired the remaining 14 staples without incident. C) incident during surgery may have due to excessive dried body fluids in the cartridge. The inst. Fired and properly formed the remaining 8 staples intermittently, due to the excessive dried fluids. D)inst. Was conforming with regard to staples feeding and forming. The inst was received with a damaged ejector let, but fired and properly formed the reamining 8 staples without incident. No conclusion could be reached how the ejector leg had become damaged. Acd)each instrument is evaluated during the assembly process to ensure the staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve the products. C) the instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument. A)instrument's rotating head housing weld may become compromised if excessive pressure is applied in the distal end ot the instrument during firing.

Event description:
The devices were used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the clips would not advance and the devices were jammed (no more details). There was no patient consequence.